Event description:
Patient reported "increasingly hard and painful" and "capsular contracture baker grade unknown". Later reported "capsular contracture and found a large amount of fluid in several places on the right breast, above the implant". This report is for unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d4, h4, h6.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "increasingly hard and painful" and "capsular contracture". Later reported "capsular contracture and found a large amount of fluid in several places on the right breast, above the implant". Later healthcare professional reported " thickened capsule on the right with contrast uptake", "differential diagnosis asymmetrically activated capsular fibrosis", "slightly increased folds and increased pericapsular fluid" and "the rare implant-associated t-cell lymphoma can cause similar imaging findings". Later patient reported "seroma". This report is for right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "increasingly hard and painful" and "capsular contracture baker grade unknown". Later reported "capsular contracture and found a large amount of fluid in several places on the right breast, above the implant". This report is for unknown side. Device remains implanted.